Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time the device was programmed to deliver an unspecified concentration of tpn (total parental nutrition), at a rate of 1.5ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse reported the device alarmed for proximal occlusion 2 to 3 times per hr, with no occlusion present. The customer contact reported the tubing set was changed; however, the proximal occlusion alarms continued. The device was removed from clinical service. Therapy was resumed using a replacement device. Although there was a potential for serious injury, the customer contact reported the pt's status was unchanged. No medical interventions were required. During testing at the user facility the device passed testing and was returned to clinical service. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel.